Event description:
A malfunction alarm was reported with code malf 16. There was no reported impact to the customer¿s blood glucose level as the customer declined to provide information regarding any significant event that might have led to elevated levels. Technical support arranged for a replacement pump, instructed the customer on putting the pump into storage mode, and confirmed the shipping address. The customer was advised to return the problematic pump using a pre-paid label within 10 days and was planning to consult with a healthcare provider regarding backup insulin therapy.